Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("inserts where nowhere near fallopian tubes / inserts were embedded in fundal area in endometrium") and genital haemorrhage ("bleeding") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (hysteroscopy on (B)(6) 2016 to remove both inserts). Essure was withdrawn. At the time of the report, the embedded device, genital haemorrhage and pelvic pain had resolved. The reporter provided no causality assessment for embedded device, genital haemorrhage and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: hysteroscopy result was inserts embedded in fundal area in endometrium. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was also reported that inserts where nowhere near fallopian tubes / inserts were embedded in fundal area in endometrium (seen as embedded device). A hysteroscopy to remove both inserts was performed. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of embedded device are not known. No alternative explanation was provided for the event genital bleeding. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was also reported that inserts where nowhere near fallopian tubes / inserts were embedded in fundal area in endometrium (seen as embedded device). A hysteroscopy to remove both inserts was performed. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of embedded device are not known. No alternative explanation was provided for the event genital bleeding. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-apr-2017: the reporter did not respond to final follow-up attempt. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was also reported that inserts where nowhere near fallopian tubes / inserts were embedded in fundal area in endometrium (seen as embedded device). A hysteroscopy to remove both inserts was performed. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. In addition, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of embedded device are not known. No alternative explanation was provided for the event genital bleeding. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.